Event description:
Implanted breast failed during procedure. Manufacturer response for saline breast implant, (brand not provided) (per site reporter): MFR is making arrangements for return of the implant for inspection.